Event description:
Customer reported that her insulin pump was over delivering. Customer stated that she notice that her insulin pump was delivering 10 units of insulin without any input from her. Customer stated that she disconnected her reservoir after the insulin pump had delivered 5.1 units of insulin. Customer stated that her blood glucose was 162 mg/dl and after the incident her blood glucose dropped to 93 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.